Event description:
The event is reported as: alleged issue: the customer reports that, during removal of the catheter and complete deflation (collapsed connector) of the balloon, the catheter could not removed. The nurse needed to pull hard on the catheter to remove it, which resulted in pain for the pt. No further info available.

Manufacturer narrative:
No sample is available to investigate.